Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. The reason for use was intractable spasticity. It was reported that when the first pump was put in (reported as 1996, but implant date is listed as (B)(6) 1997) there was a problem and they had to reinsert it again. There was fluid leaking out of his spine, it was ¿nasty ugly.¿ it was infected and there was a lot of fluid. There were no further complications reported/anticipated.